Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, since the implant, the patient has suffered from infection, dyspareunia, pain and scarring of vaginal tissue. All other information, including the patient's current condition, is unknown and reportedly unavailable.